Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the image noise occurred and a green image was displayed when the subject device was connected to the otv-s300 and the examination lamp was turned on. The user connected the subject device to another otv-s300, same issue occurred. Thereafter sales staff checked the subject device on-site, the issue was not duplicated. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to manufacturing site of omsc. Omsc checked the subject device and found that image noise was not reproduced, and the green image was temporarily reproduced at startup. Then the white balance was performed, the reported phenomenon was not reproduced. Omsc found that there was dent on the electrical contact of the connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the image noise was attributed to the temporary communication failure due the damage of the connector, the green image was attributed to the temporary communication failure or temporary display during the incomplete the white balance at start up. If additional information becomes available, this report will be supplemented.